Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 250 mg/dl at the time of the call. The customer's wife stated that the customer contacted her doctor regarding the high blood glucose. She noted that he experienced abdominal pains, excessive thirst, and nausea. The customer treated with the insulin pump. The caller reported that the customer's blood glucose readings were normally between 300 mg/dl to 400 mg/dl. She added that the customer also had type 1 multiple endocrine neoplasia. He also had heart disease and had a minor heart attack a month prior. The caller advised that the multiple endocrine neoplasia caused the customer's blood glucose levels to elevate. The most recent blood glucose reading was between 240 mg/dl to 250 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.